Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up high pacing thresholds and lead dislodgement when it comes to this right ventricular (rv) lead. A repositioned procedure was planned. The repositioned procedure took place but it was not possible to retract the helix of this lead. A new lead was used. The device was also removed to avoid an infection. No adverse patient effects were reported. The lead will not be returned.